Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system did not start. After reviewed the log file of the system and did some functional test it confirmed that there is a malfunction with flex vision pc, which caused the system to not start up. The philips engineer replaced the flexvision pc, installed the software, reloaded backups and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.